Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV. Continued e1: (B)(6).

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV with pain. Additionally, ¿implant date reported does not match with devices' expiration date¿. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6. Laboratory analysis summary: the device related to the reported event of capsular contracture and use error was received on february 06, 2025, with lot number 152469. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Use error: observed per reported implanted date. As per the investigation procedures observed an opening also observed total delamination in the plug strap disk shell, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV with pain. Additionally, ¿implant date reported does not match with devices' expiration date¿. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right-side capsular contracture baker grade IV with pain. The event of device handling problem was confirmed to not have occurred. Therefore, it will be unreported. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6a.